Event description:
The devices (grafts) were leaking during the implantation. The leakage was noticed after connecting together two grafts during an aortic repair procedure. No other details were provided.

Manufacturer narrative:
Our initial report stated that the grafts bled during implantation together in one procedure. We have not received the complaint grafts for evaluation and were not able to verify the failure mode. Since the complaint devices lot and serial numbers were not provided, we traced all devices of these types that were shipped to (B)(6) and reviewed all their lot history records. Our lot history reviews did not reveal any discrepancies related to the complaint event during the manufacturing or packaging processes. All of the quality control tests passed with expected values. Our investigation also found that all amc1608 and atc3020 devices were manufactured and crosslinked independently (in different batches and lots) which suggests that patient condition (anticoagulants etc) may have contributed to this incident. Therefore, the root cause of the failure remains inconclusive.